Manufacturer narrative:
As of today, no add'l info is available. Should add'l info become available, this report will be updated.

Event description:
Boston scientific crm received info that the pt implanted with this device passed away on (B) (6) 2009. A high, out of range shock impedance measurement was recorded on (B) (6) 2009 after the pt had passed. Initial review of electrograms (egm) recorded around the time of the pt's death indicated the possibility of noise. It was reported that the strips were going to be reviewed with an electrophysiologist (ep). Add'l info was received that both the implanting and following physician for this pt reported no product performance allegations. This device was thought to have operated as expected; this pt was extremely sick and was on the heart transplant list. Several months later, the pt's family inquired as to whether the exact time of the pt's death could be determined. Upon that request, the ep reviewed the egm's once again and noted potential undersensing. Egm's were submitted for technical services (ts) review. Ts reviewed the egm's and determined the device did undersense some ventricular beats due to the low and varying amplitude of the waves. Antitachycardia pacing was delivered but shock therapy was not. No further analysis could be performed because neither a data disk nor the device was returned.